Manufacturer narrative:
As stated in the describe event section, three of the strip electrodes broke while they were being pulled out. Prior to this complaint, ad-tech had received several complaints of similar nature. Due to the number of complaints received, a corrective action/preventive action (CAPA) investigation was initiated to address this issue in may 2014. The probable root cause for this issue (disc dislodgement) was found to be due to percutaneous removal of the electrodes by the end user; ad-tech's directions for use (dfu) specifically states that ad-tech's subdural strip electrodes be removed surgically. As a correction to the CAPA, the following warning statement was incorporated into ad-tech's dfu in june 2014, "warning: percutaneous removal may result in the separation of materials, requiring surgical intervention to retrieve the electrode and contacts." A memo was sent to all ad-tech neurosurgeon customers informing them of the addition to the dfu in june 2014. It was confirmed that this hospital acknowledged notification of this addition on 7/14/2014. On 10/9/2017, ad-tech sent the hospital an email reiterating surgically removing the electrodes and not percutaneously removing them. The dfu was also attached to the email showing the warning. An additional email was sent to the initial reporter on 10/16/2017 relaying the same information that was sent to the hospital.

Event description:
On (B)(6) 2017 ad-tech received an email from a customer stating that an attempt was made to remove subdural strip electrodes from a (B)(6) male patient. Three strip electrodes broke when they were being pulled out. The patient had to be taken to the operating room to remove the segments that were retained in the head. According the customer, there was no long term harm to the patient; however, the patient had to undergo an operative procedure which would have been unnecessary had the strips not been broken.